Event description:
4/22/98 vertebrectomies cervical vertebra 3, cervical vertebra 4, cervical vertebra 5, cervical vertebra 6. Underwent codman titanium instrumentation and fibular stent fusion from cervical vertebra 2 - cervical vertebra 7. Cervical vertebra - 7 screws backed out and graft along without pt suffered a spontaneous cominuted fracture of cervical vertebra 7 vertebral body. W/dislocation of anterior instrumentation 6/2/98. Cervical vertebra 7 screw. Instrumentation removed. 6/9 posterior cervical fusion with instrumentation cervical vertebra 2 - cervical vertebra 7.